Event description:
It was reported at implant, the physician had difficulty extending the helix on 2 separate leads. The ventricular lead was exercised outside of the patient and the number of revolutions varied slightly between extending and retracting the helix. When positioned in the heart, the amount of revolutions was almost twice the amount outside the body. The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.